Event description:
The following has been reported: biomed reported: pump problem. Pump has been cleaned, and multiple cassettes have been used." A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for av sticky valve failure. The fva pins of the device were difficult to operate and a signficant amount of drag was felt during operation. Log files were reviewed and av sticky valve failures were found. The device was opened to inspect for internal damage and for fva pin cleaning. Damage was identified on the retaining plate near the lever arm. The fva assembly was removed and the fva pins were cleaned using alcohol. The channels for the fva pins were also cleaned using alcohol. The lip seals for the fva were replaced during investigation. The device was powered back on and an infusion was run. No alarms or errors occurred during the infusion.